Manufacturer narrative:
(B)(4).

Event description:
It was late reported that during the pump refill on (B)(6) 2013, the expected residual volume (erv) was 4.9ml and the actual residual volume (arv) was 9ml. The cause of the volume discrepancy was unknown. A side port myelogram was performed on (B)(6) 2013 and the results were ¿ok¿. The patient had experienced increased pain but no withdrawal. It was noted that the patient was also taking oral pain medication, percocet, at the time of the report. Following the pump replacement the patient developed a post-operative infection at the pump pocket (please refer to manufacturer report # 3004209178-2013-19070).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
It was reported that the physician¿s office had received more volume in the pump reservoir than what was stated. A dye study was also performed. As a result of a pump malfunction the device was explanted and replaced. There was no patient injury. This device system delivered fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.